Manufacturer narrative:
Three (3) photos of the device were provided showing the tubing set in a plastic bag. There were fluid droplets observed in the bag. Received one (1) used unit 011-h2781 pur transfer set connected to an IV bag for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was no leakage. The IV bag was filled with fluid. No leakage from the bag. The reported complaint could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The customer reported the following possible lot#s: lot#: 14049506 expiration date 6/1/2029 manufacture date 6/17/2024, lot#: 14231501 expiration date 11/1/2029 manufacture date 11/28/2024. D4, g4: model number is not sold in the us but similar device is sold under model b90013. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a pur transfer set, clave¿, 15 units that experienced leakage. The following issue was reported by the customer: " incident date (B)(6) 2025, the medication involved is a bevacizumab lot f2308081 and the solution used was g5% lot 24022002 expiry date 28/02/2026. A lot of ml in the pouch. The suspected source is a leak at the tubing. Actions taken: the bag was remade and the bag was kept for the materiovigilance report (suspected leak from tubing) ". Photo of the device was provided showing a lot of droplets in the pouch. Leak was noted after preparation and after it was stocked when the department received the bag, before administration, there was no patient involvement, no human harm, there was a delay of 1hour and 30 minutes in the treatment due to the bag being sent back to the pharmacy, the refabrication of the bag and the defective bag being discarded and sending back to the department, the treatment was successful, no hole, cut, tear or any other defect was found with the device, there was a couple of ml of medication leak, the device was directly connected to the bag, there were no mating devices involved, the device was stored in a refrigerator and was not exposed to extreme temperatures, high pressure or other external factors.